Event description:
It was reported that 5 bd insulin syringes with the bd ultra fine¿needle hubs separated from the device. The following information was provided by the initial reporter : the consumer stated that when the needle shield was removed the needle hub separated. Date of event : unknown samples : available.

Manufacturer narrative:
D.4 corrections : 1. Revised awareness date = date of investigation closure : 11/03/2021. 2. Revised due date : 12/03/2021. 3. Device available for evaluation : yes. 4. Returned to manufacturer : 10/06/2021. 5. Date received by manufacturer : 10/05/2021. H.6. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for needle hub separates on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue. Based on trend analysis no further action is required at this time. 2a. Samples returned - customer returned (1) loose 0.5ml bd insulin syringe. The consumer stated when he removed the needle shield the needle hub separated. The returned syringe was examined and it was observed that the needle hub and shield assembly was detached from the barrel. No damage to the barrel tip was observed. Manufacturing (holdrege) will be notified of the observed issue. 3. CAPA/sa - CAPA pr1630423 has been opened to address this issue 4. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insulin syringes with the bd ultra fine¿needle hubs separated from the device. The following information was provided by the initial reporter : the consumer stated that when the needle shield was removed the needle hub separated. Date of event : unknown. Samples : available.